Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet screen was cracked, rendering the device unusable for on-device announcements and related functions, and the patient transitioned to alternative therapy with reported normal blood glucose. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary device unavailability and use of alternative therapy. Investigation included review of the reported device damage and product history. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.